Manufacturer narrative:
(B)(4). Evaluation, results: dissection.

Event description:
Asa was withheld as a result of the bleed.

Manufacturer narrative:
Event date updated.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the previously reported dissection was treated with an endeavor sprint rx stent to the lad. It is reported that approximately 21 months post index procedure the patient suffered a gi bleed. The patient was treated with medication, a colonoscopy and a blood transfusion. The patient was on dapt. It has been assessed that the event was not related to the device and the patient recovered with treatment.

Event description:
The pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca during the index procedure. It was reported that a coronary artery dissection occurred during the procedure which required intervention (revascularization). The dissection event was classified as mild in intensity. The investigator assessed that the event was not related to the study device or the study drug. The pt recovered with treatment and no other clinical sequelae were reported.